Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
During the anterior cruciate ligament surgery, the screw become worn. Surgery did not extend. Surgery completed with another device. There was no harm or injury to patient or operator. No further information is available at this time.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
UDI: (B)(4). Visual examination of the returned product confirms the reported thread damage. Review of device history records identified no related manufacturing deviations or anomalies. The root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.